Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. H3: product analysis: evaluation of the device determined that a bur cannot be inserted. The likely cause of failure is due to damag e/breakage of the tip bearing. However, it was noted that the attachment had a scratch and dent, the laser markings were faded and the expansion and contraction function was not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the bur could not be inserted and bearing has fallen out. At the time of the report, impact to the patient was unknown. Additional information was received stating that during procedure there was no patient or staff impact.